Event description:
Correction to g3 of the initial medwatch. The aware date should be 20-apr-2021.

Event description:
It is reported after a bronchoscopy procedure (for the indication of "lung mass-like opacity") using an evis exera ii ultrasonic bronchofibervideoscope, the bronchoalveolar lavage (bal) wash obtained at the end of the procedure tested positive for exophiala lecanii-corni (and other microorganisms). Sequence of events as follows: (B)(6) 2021 bronchoscopy procedure, bal obtained. Date not provided: respiratory culture results no bacterial growth, acid-fast: mycobacterium szulgai identified, fungal: exophiala lecanii-corni. (B)(6) 2021 seen by pulmonologist: follow-up bronchoscopy-rare wheeze, shortness of breath with exertion, dry cough. (B)(6) 2021 consult with infectious disease physician for non-tuberculous mycobacterial lung disease. Discharged home: (B)(6) 2021. 15mar2021-seen by pulmonologist for hospital follow-up. Sputum growing mycobacterium the patient was not treated with antifungals at any time during the course of these events. The patient's current condition is described as baseline. Case with patient identifier (B)(4) reports patient 1/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(4) reports patient 2/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(4) reports patient 3/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(4) reports patient 4/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(4) reports patient 5/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(4) reports patient 6/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(4) reports patient 7/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(4) reports patient 8/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(4) reports patient 9/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(4) reports patient 10/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(4) reports patient 11/11 with bal testing positive for exophiala lecanii-corni and not treated